Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that the probe not actuated also probe was clogged and not working properly before intraocular lens implantation surgery. The surgery was completed after replacing the product with same product. There was no impact to the patient.